Manufacturer narrative:
The mayfield skull clamp (a2000) was returned for evaluation: device history record (DHR) - the DHR was reviewed, and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device found no device deficiencies that would have contributed to the reported complaint. When the unit is properly positioned and set to the correct pressure, it would not have come loose. The complaint could not be duplicated. Unrelated to the reported complaint, the unit had some grinding in the lock, and the labels were worn. As a result, the unit was disassembled and thoroughly cleaned. Root cause - the complaint could not be duplicated. Probable root cause is suboptimal or improper placement of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that when the mayfield 2000 skull clamp (a2000) was squeezed on patient's head, it did not clamp down to the correct pressure and was "loose." No patient injury or surgical delay has been reported.